Event description:
It was reported that after a da vinci assisted right hemicolectomy, the patient experienced a staple line bleed. The surgeon stated their overall technique for the procedure has not changed. The surgeon said they perform an intracorporeal anastomosis using the sureform 60 stapler instrument. Then, two sureform 60 blue reloads are used to divide the bowel. Of recent, a sureform 60 white reload is used for the side-to-side anastomosis; however, due to associated case issues, the surgeon opted to use a blue 60 reload. After the completion of the fire, the staple line is confirmed to be in good condition. The surgeon checks the entire abdomen for any bleeding; the patient is then closed, and the procedure completed. However, post operatively, the patient experienced several self-limited dark bloody bowel movements. The surgeon believed this was a result of a staple line leak from the side-to-side anastomosis. Further information regarding any interventions performed or the patient¿s current status, is unknown at this time.

Manufacturer narrative:
An RMA was not issued for return as the customer reported that the instrument was disposed; therefore, failure analysis cannot be performed. The logs show product number: 480460-09, lot number: k12230629-0007, was installed on the system three times and fired three reloads (3 blue). On each install, all clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no errors in the msc logs for this procedure. Logs are attached.